Manufacturer narrative:
Additional information was received that what was meant by trouble with charging was having difficulty charging the ipg. The patient underwent an ipg replacement procedure. No device malfunction was suspected. No lead revision was required, although there was high impedance on a contact but this did not affect the coverage since the patient had adequate stimulation. The patient was reportedly doing well postoperatively. The ipg was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the pocket site and trouble charging the ipg. The patient will undergo an ipg revision and possible replacement of the lead.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70 serial/lot #: (B)(4) description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient was experiencing pain at the pocket site and trouble charging the ipg. The patient will undergo an ipg revision and possible replacement of the lead.